Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using night aligners the patient reported, "starting at aligner 7 and all the way to 10 there is a ridge protruding out of the top aligners - they are cutting into the inside of my upper lip".

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.